Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the device had error 240.4150.5 was not identified during the call. Tech support explained to the biomed since this error code ends in a .5, these non-malfunction events are logged for tracking. All error events that end with a value of 5 or 5.5 fall into the log only category (for example, 100.6075 or 100.6075.5). A soft-fault error code cannot happen in post and in this case, the subcode is defined as the domain that logged the fault. Recommended to perform a pm and if passes it is good to put back on the floor. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error 240.4150.5. There was no patient involvement.